Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the handpiece did not push the lens out correctly. The lens was removed from the patient's eye and a backup was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
An opened company iii iol handpiece was returned for evaluation for the report of injector did not push the implant correctly. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Two photos attached to the parent complaint were reviewed by the investigation site. The photo 1 shows a company handpiece and a lens holder, the reported event cannot be confirmed on the photo attached. Photo 2 shows a bar code, the reported event cannot be confirmed on the photo attached. The company iii iol handpiece was visually inspected and deemed nonconforming, the plunger head was slightly bent upwards, a piece of haptic was adhere to the plunger head. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed nonconforming. The complaint evaluation confirms the injector has a bend at the plunger head, which would allow the injector to not perform properly. How and when the plunger position became damaged cannot be determined from this evaluation. The most likely root cause for the nonconforming plunger height is from poor handling. This injector has been in service for approximately seven years. The manufacturer internal reference number is: (B)(4).